Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a nursing home called. A long-term dbs patient was admitted last week to the hospital since the lead broke through the skin on the pts scull. The hospital fixed the problem with surgery ( they possibly moved the lead and extension). Now the ipg site at the patients abdomen seems to develop a massive rash and swelling. The nurse is worried about recharging the ipg. It was reviewed that this is mostly a medical problem, the pt should see the hcp as soon as possible. A ipg site infection needs to be treated asap. It could also affect recharging of the ipg due to excess fluid in the pocket. Additionally, it is not advised to use the recharger on open wounds or infections.